Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with a 23-inch teflon inset infusion set, with blood glucose measured at 354 mg/dl and later 251 mg/dl, and approximately 20 units of insulin on board; a site change was recommended and performed, and glucose subsequently began to regulate. Symptoms included hyperglycemia. Outcomes included transient elevated glucose without hospitalization. Investigation included customer support troubleshooting and education, review of infusion site function, and follow-up after site change. Investigation of this case revealed that the prior infusion site was not visibly bent, and glucose control improved after site replacement, consistent with an infusion-related delivery issue not confirmed on inspection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.